Event description:
After surgery for a bowel obstruction, the bowels became enlarged and inflamed prohibiting a primary closure of the abdomen. The defect was so large that a 20x20 and a 20x30 device were bookended together to bridge the abdomen. At approximately 30 hrs post procedure, the sutures had pulled through the mesh and the pt had eviscerated. A bedside dressing change was performed on (B)(6) 2010. On (B)(6) 2010, the device was removed and vicryl mesh was placed by the surgeon.

Manufacturer narrative:
(B)(4).

Event description:
Customer said she was feeling dizzy, reported blood glucose result of 64 mg/dl on aviva system 1, retest was 31 mg/dl on aviva system 2 within 10 minutes. Self treated with orange juice. Same vial of strips used in each meter. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.